Event description:
It was reported that post a stenting treatment procedure, stent thrombosis occurred. Prior to (B)(6) 2012, the patient received an unknown stent in the left circumflex (lcx) artery. The physician observed in-stent restenosis of the previously deployed unknown stent in the lcx. The in-stent restenosis was treated with deployment of a 3.0x38mm ion stent in the distal lcx and a 3.0x28mm ion stent in the proximal lcx. The patient returned two days later and the physician observed stent thrombosis in the previously deployed 3.0x28mm ion stent, located in the proximal lcx. Using a 3.0x20mm nc apex balloon, the physician performed balloon angioplasty with eight inflations for at 16 to 20atms for 15 seconds per inflation. The patient's condition is stable.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).